Manufacturer narrative:
One device was returned for repair with complaint that the device had a cassette sensor error. There was no relevant service history. Visual and functional testing was performed. Confirmed customer complaint "cassette sensor error." Unit failed cassette verification testing. The probable cause was the latch lock. Noted scratched lcd lens, and lifting downstream occlusion (dso) and upstream occlusion (uso) seals. Replaced unit latch/lock assembly, latch sensor, lens, dso seal and uso seal. Device passed verification testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette sensor error. There was no patient involvement.